Event description:
N/a.

Manufacturer narrative:
Additional information: event postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the main board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit display is flickering. . No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a